Manufacturer narrative:
Analysis was normal, no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and erosion. The system was removed. Patient's condition was stable.